Manufacturer narrative:
Other relevant device(s) are: product ID: vamc4440c150te, serial/lot #: (B)(4), ubd: 23-may-2020, UDI#: (B)(4); product ID: vamf4040c100te, serial/lot #: (B)(4), ubd: 21-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A non mdt stent graft was implanted as part of a frozen elephant technique in a patient. A follow-up CT performed under a year later ,that showed poor distal seal of the non mdt graft and it was decided to performed intervention. Intervention was performed and 3 x valiant captivia stent grafts were implanted. A follow-up CT scan was performed the following month which showed no issues. A year later a type iiib endoleak was identified in one of the valiant stent grafts. Re-intervention was performed 5 days later and a valiant navion vnmc4646c175te stent graft was implanted as treatment. As per the physician the cause of the event is unknown. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Product analysis the reported endoleak was confirmed on the films provided; however, the cause and type could not be fully confirmed on the limited films provided. The fractured stent was not confirmed on the films. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. Complete recent CT¿s were not available for review; therefore, a thorough assessment of the patient¿s anatomy and stent graft in-vivo configuration could not be performed. The endoleak appears most likely to have been a type iiib fabric endoleak. Fabric wear due to external abrasion from aortic calcification or from adjacent stent(s) abrading the bifurcate near the level of the flow divider are a potential root cause(s) but this could not be confirmed. A type iiia separation endoleak seems less likely as there appeared to be sufficient component overlap. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B:5 additional information received ; it was confirmed that on 21 jan 2021, a fracture of the proximal valiant captivia vamf4444c150te was also identified on CT. The subsequent intervention with the valiant navion was successful. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.